Event description:
Patient was implanted with a total shoulder, and after viewing post-op xrays, the surgeon decided to revise the patient that same day to a reverse shoulder because the stem was malpositioned and the stem and glenoid component were loose at the cement/implant interface. Competitor cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. Provided information states after implanting a total shoulder and after post op x-rays the surgeon decided to open the patient back up and implant a reverse shoulder. Sales rep stated original components were poorly placed and at revision there was no cement/implant interface. The initial reporting stated no additional investigational inputs are available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.